Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detect and prevent by following the instructions for use (IFU) sections: detection method is described in IFU: tjf-q190v operation manual 3.3 inspection of the endoscope. Preventive measure is described in IFU: tjf-q190v reprocessing manual 5.5 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Event description:
During annual inspection and maintenance of the evis exera iii duodenovideoscope, the forceps elevator had a foreign material or stain on it. There were no reports of patient harm associated with this event.

Manufacturer narrative:
During device evaluation, the type of foreign material was unable to be confirmed but is most likely a result of insufficient cleaning. Additional findings include the following: the air/water, suction cylinder, control unit, right/left and up/down knobs, and switch box all had discoloration; the scope cover had a scratch; the play of the right/left and up/down knobs was out of standard value due to wear of the angle wire; the image guide protector had a scratch; the light guide lens had a crack; and the red paint around the suction cylinder was partially missing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.